Event description:
The male pt received a 2.5 x 13mm bx sonic stent in the proximal lad in 2004. In 2006, the pt was hospitalized with an mi. Pt had typical precordial pain. Angiography showed 90% occlusion in the lad from the proximal to mid portion and thrombosis in an unk stent that was implanted in november 2004. Thrombo-aspiration was conducted with good results. In 2007, the pt was again hospitalized with an mi. Pt felt sharp retrosternal pain. Plavix had been stopped six months before. Angiography showed stent thrombosis in the proximal lad. Thrombo-aspiration and balloon angioplasty was conducted with good results. At about 5 months later, the pt was again hospitalized with an mi. Pt had restrosternal pain after moderate effort. A third stent thrombosis was confirmed from the proximal to medial segment and was treated with thrombus aspiration.

Manufacturer narrative:
A male from clinical study experienced three very-late thrombotic events post bx sonic stent. Past medical history is not known. One 2.5x13mm bx sonic stent was implanted in the proximal lad. Vessel and lesion characteristics were not reported. The indication for the procedure was not reported. Procedural details were not reported. Medications at discharge included plavix and kardegic. Approximately 2 years post index procedure, the pt was urgently hospitalized with myocardial infarction. Ejection fraction was estimated at 45-50%. Coronary angiography revealed a thrombus inside the stent occluding 90% of the lad. To treat the thrombus aspiration was conducted and integrellin was used with satisfactory results. Anti-platelet therapy was prescribed and discontinued 4 months later for unk reasons. Nine months after the first thrombotic event, the pt experienced another myocardial infarction. Ejection fraction was estimated at 50%. Emergent coronary angiography revealed a second thrombus inside the stent. Successful aspiration and balloon dilatation was conducted to treat the thrombus. Timi iii flow was reported. At this time, the physician concluded that the anticoagulant therapy previously prescribed was not enough and the doses were increased. The pt was discharged 4 days later. Five months after the second thrombotic event, the pt was again urgently hospitalized due to myocardial infarction. Ejection fraction was estimated at 40%. A third thrombus inside the stent was confirmed. To treat the thrombus, aspiration and balloon dilatation was conducted. The residual stenosis measured 0% and timi iii flow was obtained. Medications at discharge included lanzor, kardegic, plavix, acebutolol and coversyl. The product remains implanted in the pt and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event following stent implantation. This pt's emergent presentation with an ami puts him at increased risk for mace. In addition, his presentation with an ami puts him in a hypercoagulable state and at increased risk for thrombotic events. Based on the limited info available, it not possible to draw a conclusion about a clinical relationship between the device and the events. The subject is giving oral consent only to report the events as described above, therefore, no add'l data or source documents are collected. More details on the pt, the procedures and the events will be retrieved at the four-year follow up visit when the pt is required to give written consent. Add'l reporting will be conducted as info is collected from the study.